Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('medical device removal') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required), experienced feeling abnormal ("brain fog"), adrenal disorder ("adrenal issues") and memory impairment ("memory issues/ mental health declined") and was found to have vitamin d decreased ("vitamin d in the single digit") and hormone level abnormal ("thyroid and hormonal levels up and down"). The patient was treated with surgery (essure removal). Essure was removed. At the time of the report, the medical device removal outcome was unknown and the feeling abnormal, vitamin d decreased, hormone level abnormal, adrenal disorder and memory impairment had not resolved. The reporter considered adrenal disorder, feeling abnormal, hormone level abnormal, medical device removal, memory impairment and vitamin d decreased to be related to essure. Concerning the injuries reported in this case, the following ones were reported via social media: medical device removal, feeling abnormal, vitamin d decreased, hormone level abnormal, adrenal disorder, mental impairment. Quality-safety evaluation of ptc: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('medical device removal') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required), experienced feeling abnormal ("brain fog"), adrenal disorder ("adrenal issues") and memory impairment ("memory issues/mental health declined") and was found to have vitamin d decreased ("vitamin d in the single digit") and hormone level abnormal ("thyroid and hormonal levels up and down"). The patient was treated with surgery (essure removal). Essure was removed. At the time of the report, the medical device removal outcome was unknown and the feeling abnormal, vitamin d decreased, hormone level abnormal, adrenal disorder and memory impairment had not resolved. The reporter considered adrenal disorder, feeling abnormal, hormone level abnormal, medical device removal, memory impairment and vitamin d decreased to be related to essure. Concerning the injuries reported in this case, the following ones were reported via social media: medical device removal, feeling abnormal, vitamin d decreased, hormone level abnormal, adrenal disorder, mental impairment. Quality-safety evaluation of ptc: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. Most recent follow-up information incorporated above includes: on 11-jun-2021: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.